Manufacturer narrative:
The device was evaluated by zoll medical canada. The customer's report was duplicated and attributed to defective front enclosure. The front enclosure was replaced to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device's pacer button would not respond. Complainant did not indicate that there was any patient involvement in the reported malfunction.